Event description:
It was reported that the pump was found to have a low accuracy rate during testing. There was no patient involvement and there was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: correction to event date. Device evaluation: one device was returned for analysis in used condition. During visual inspection it was found that the downstream occlusion sensor seal was damaged. The seal was replaced. Functional testing was performed duplicating the reported issue, the infusion ranges were found to be under the limit. The investigation determined that an issue with the valves was the cause of the reported issue. The valves were replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.